Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one month post generator change, a right ventricular (rv) lead integrity alert triggered due to sensing integrity counter (sic) and non-physiologic oversensing. In addition, there was noise exhibited on bipolar electrograms. The rv lead remains in use. No patient complications have been reported as a result of this event. It was further reported that a chest x-ray later confirmed the rv pace/sense pin was not secured properly in the device. A lead revision procedure was performed. Subsequently the patient returned to the clinic one week later with a hematoma, which was a result of the patient not taking blood thinners. A pressure dressing was applied to the site. The rv lead and implantable cardioverter defibrillator (ICD) remain in use. No further patient complications have been reported as a result of this event.